Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated with retained test strips. Visual inspection was performed on the reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. Unable to set time and date and unable to confirm uom (units of measurement). Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #1 follow up report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The device would not power on with button press and customer was unable to obtain readings. As a result, customer experienced "dizziness" and was unable to self-treat, requiring third-party treatment of "intravenous insulin" (type/dose unspecified) by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The device would not power on with button press and customer was unable to obtain readings. As a result, customer experienced "dizziness" and was unable to self-treat, requiring third-party treatment of "intravenous insulin" (type/dose unspecified) by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed in the returned reader. The reader did not turn on with button, strip, or usb cable insertion. The reader was connected to approved software and the reader was not able to be recognized. The reader was sent for further investigation and de-cased. Liquid contamination was observed upon visual inspection. Therefore, this issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The device would not power on with button press and customer was unable to obtain readings. As a result, customer experienced "dizziness" and was unable to self-treat, requiring third-party treatment of "intravenous insulin" (type/dose unspecified) by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.